Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after treatment with a polyflux 170h, an external blood leakage from the head of dialyzer was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. The device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the two provided photos shows the product after treatment. Blood inside and outside the header area is visible. The area where the blood leaked out is also visible. Photo two shows the product label only. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.